Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Manufacturer narrative:
The catalog number is 9664. The product was returned to the manufacturer on 06/30/2015. The 510k number is k142394.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on and an audible beep was heard, however, the battery module lcd screens did not illuminate. The lcd screens was fully functional after a power restart was performed.

Event description:
It was reported that the device has an lcd issue and a defective battery. It is unknown if there are alarms or error messages notifying the user of a malfunction. There was no known impact or consequence to the patient.